Manufacturer narrative:
The referenced suspected pump thrombus was reported under medwatch MFR report# 2916596-2018-00252. (B)(4). Approximate age of device - 1 day. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the pump was explanted due to suspected pump thrombus and bacteremia related to a pump pocket infection. The date of explant was not reported. The actual onset of the bacteremia was not reported and has been estimated. The signs and symptoms of the bacteremia were persistent positive blood cultures, and the patient was treated with IV antibiotics. No additional information was provided.

Manufacturer narrative:
Additional information a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.